Manufacturer narrative:
Philips service reseated the cable and reloaded the software, making the system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine was not booting; system stuck at 0:00 on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.